Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor. It was reported that the patient was having really bad problems, and had lost a bunch of weight and down to (B)(6) lbs. The patient added that they got down to (B)(6) lbs at one point but had gotten back up to (B)(6) lbs. Patient said they have so many stomach problems and it was hard to eat and that their doctor thought it was their metabolism that was causing the weight loss. Patient said that when their stomach hurts it means it¿s time to eat and that¿s how they did that. Caller said that their doctor found blood in their urine and did a cat scan to check for kidney stones, but didn¿t find any. Patient wanted to know if the blood in their urine could be related to their weight loss and the potential shift in the device. Patient services reviewed that we would not anticipate blood in the urine to be a symptom of the therapy and redirected patient to their health care professional (hcp) to determine that. Patient said the weight loss had made the implant uncomfortable in their rear end and it was sticking out. Patient also added that they tried to turn it up because they had a return of bladder symptoms and they were going through 3 depends in 3 hours. Patient added that they had crohn¿s and gastritis. Patient said their bladder symptoms had gotten worse since they lost weight. Patient was redirected to hcp to discuss symptoms, but said they wanted to all back in the meantime to check their settings because they didn¿t know when they could see their doctor next due to transportation issues. Patient said they feel like crap and their belly hurts so bad that they didn¿t want to take their mobility chair to go to the doctor¿s office. Patient services reviewed that we could check their settings but recommended speaking to hcp about making changes. Patient added that they had tried all 3 of their programs. Patient said they were having a rough day with their m.s. That morning so they would have to call back at another time. Patient stated that they had falls all the time, but not real bad. Patient didn¿t have any specific dates for the falls, and added that they happened if they don¿t use their cane and blames gravity. Patient also mentioned they are gluten free from celiac¿s disease. Patient also said that they had a bad habit of forgetting things due to their m.s. There were no further complications reported.